Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to starting pulsed field ablation procedure, intracardiac echocardiography identified a pre-existing pericardial effusion. Ablation of the left pulmonary veins was completed, and pauses between applications were required due to coughing and leg movements during applications. Ablation then proceeded to the right pulmonary veins; approximately 10 applications were delivered to the right superior vein and two applications were delivered to the right inferior vein, after which asymmetry in diaphragm height was observed, raising suspicion for phrenic nerve paralysis/phrenic nerve palsy. The physician paused for a few minutes to assess for recovery, and when recovery did not occur, the pulmonary vein ablation was concluded and the procedure was aborted after transseptal device usage. Sedation was deepened and cardioversion was performed. Upon catheter removal, retained clots were observed in the catheter, and activated clotting time at the end of the procedure was reported as 175/205. During preparation of the flexcath cross sheath, the needle was observed to remain extended and always exposed, and the sheath was replaced with another flexcath cross sheath without further issues. The case was aborted. No further patient complications have been reported as a result of this event. (B)(6) 2026: it was later reported that the patient went into atrial flutter after the phrenic nerve palsy was detected which is why the cardioversion was performed. Additionally, the phrenic nerve palsy resolved on its own.